Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to rotate the handle without any resistance; however, the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The ligator head was returned. The suture had been removed from the ligator head and was not returned. All seven bands were present on the ligator head and were moved out of position. The white band was broken and got caught under two other bands. The ligator head teeth presented considerable damage. Based on the evaluation of the returned device, the complaint that the bands failed to deploy could be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6), 2014.according to the complainant, during the procedure, the physician was able to rotate the handle without any resistance; however, the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.